Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 99% stenosed left anterior descending (lad) artery. The balloon was ruptured at 12 atms during the initial inflation. The procedure was successfully completed with another device. There were no reported patient complications. Patient status listed as "good".